Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, prof bruce has alerted us that patient mj (prof. 1st prophecy) has a significant valgus deformity&wants to correct with surgery. Surgery was performed on the (B)(6) 2016. Intraoperative alignment guides and flexion/extension blocks were used during the surgery. Patient had an MRI for prophecy blocks to be made. Surgeon did not advise patient had bilateral hip replacements & a unicompartmental knee on the left side. MRI took place at MRI facility & no notes or alerts had been made re:hip replacements. Microport prophecy team have reviewed MRI & custom blocks had been made. No mention or note had been raised about hip replacements. Query if hip replacements have caused any distortion or artefact to the prophecy plan. Prophecy plan was reviewed changed & then accepted by the surgeon.